Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller (B)(6) was returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed external visual inspection. Internal visual inspection revealed a crack on standoff post one (1) within the controller housing. This is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing of the controller revealed that the no power alarm only sound briefly when both power sources were disconnected from the controller. Additionally, internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2026 at 18:22:52 indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) 2026 at 18:37:22 and on (B)(6) 2026 at 11:24:40, indicating a physical disconnection of the driveline from the controller and/or the controller being powered up without the driveline connected. Log file analysis associated with (B)(6) revealed one (1) controller power-up event with an associated pump start event, logged on 01/jan/2026 at 18:00:14. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 01/jan/2026 at 18:00:50, indicating that the controller power up likely occurred during a controller exchange. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the initial vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during the reported controller exchange and/or troubleshooting. The most likely root cause of the second vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Based on the available information, the most likely root cause of the reported loss of power can be attributed to a controller exchange. Additional products: controller serial or lot#: (B)(6)(a) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life. When the controller was exchanged, the backup controller exhibited an unexpected loss of power. The backup controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2025 / serial#:(B)(6) d9: no h3: no h4: mfg date: 25-jun-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.